Event description:
Patient's caregiver called to report that the patient had received 3 therapeutic shocks. Patient reportedly had no symptoms before the shocks but was out tending bees and lifting 5-10lbs items in 70 degrees heat. Ems was called and the patient got transported to hospital ER for medical evaluation. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.